Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Patient's thigh was painful, surgery to replace with larger stem and shorter head and liner.

Manufacturer narrative:
An event regarding loosening involving an securfit stem was reported. Conclusion: the provided medical information was submitted to a consulting clinician who indicated that x-ray confirms loosening of acetabulum. No allegations were made against the stem. Based on the provided information, the product reported in this investigation did not contribute to the event. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient's thigh was painful, surgery to replace with larger stem and shorter head and liner.